Manufacturer narrative:
8 similar cases have been reported under mdrs # 2015-00013; 2015-00015; 2015-00019; 2015-00111; 2015-00133; 2015- 00182; 2015-00192: 2015-00202. On 02 october 2015 the r&d project manager analyzed the retrieved item with the following comment: it was verified that the prongs were broken in the same fashion as the previous events (breakage at the base). A design change was addressed to prevent potential failure). Instrument usage should be read on the st before surgery, to avoid improper screw position adjustment .

Event description:
Screwdriver (ref 03.70.10.0001) broke during the insertion of the screw. A small part fell in the patient and was successfully removed.

Manufacturer narrative:
On 11 december 2015 it was prepared a final report with the information already submitted in the initial report. On 12 december 2015 it was sent to the initial reporter and the case was closed.